Event description:
On (B)(6) 2011 at 11:48am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had displayed a message 'hi'. On (B)(4) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the product issue began approximately on (B)(6) or (B)(6) 2011 in the morning (exact date and time unknown). The patient reported that she attempted to use the meter twice and both times the message 'hi' appeared on the meter so the patient could not get a reading. The patient reported that she tests several times a day and manages her diabetes with insulin and oral medication, diet and exercise. The patient reported that on (B)(6) 2011 (unknown time) she again tried to use the meter and again obtained the message 'hi'. The patient advised 2 to 3 days after the start of the issue, she became 'thirsty'. The patient advised that on (B)(6) 2011 her home nurse contacted lifescan for support with the meter. Upon learning that the message meant her blood glucose was '600mg/dl' or higher, the patient went to the ER to seek treatment. The patient advised that at the ER, a blood glucose reading was taken (unknown result) and received treatment of fluids and insulin (unknown type and amount). At the time of troubleshooting, the customer care advocate (cca) noted that the issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
(B)(6) 2012 supplemental information: adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.